Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that when the implantable pulse generator (ipg) was reprogrammed from 80 to 60 their "feet started swelling". The ipg remains in use. No further patient complications have been reported as a result of this event.